Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.